Event description:
It was reported that the patient fell into a door and hit their neurostimulator. Stimulation stopped immediately following the fall which resulted in the patient increasing their stimulation settings to no effect. While sleeping, the patient received a jolt from the neurostimulator. The only way patient now feels stimulation is with positional changes or their back. Stimulation is not felt when the patient is sitting.

Manufacturer narrative:
(B) (4).